Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a probable cause was determined to be that e216 error, [no image] occurred due to communication failure caused by cable disconnection. It was estimated that cable disconnection was caused by user handling. E216 error is displayed when abnormality occurred on the communication between endoscope and processor. (¿troubleshooting: troubleshooting guide¿, instruction manual otv-s300, chapter 10, section 10.2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿e216 occurs, and the image does not move¿ was confirmed. The device evaluation found the camera cable was scratched and flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus marketing personnel reported on behalf of the customer that the hd 3cmos autoclavable camera head had e216 scope communication error displayed and image can't move. The issue was found during preparation for use inspection for an orthopedic surgery. The intended procedure was completed with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.